Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having asthma and lung disease from a dreamstation auto CPAP device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having asthma and lung disease from a dream station auto CPAP device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. A slight dust like contaminate on the user interface panel, ui knob, top enclosure, keypad, accessory module and secure digital cover flip doors, rear panel, bottom enclosure, and the pca (printed circuit assembly). The sd card and philips pollen filter were missing from the device. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. A slight dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd (secure digital) cover flip doors, rear panel, bottom enclosure, and the pca (printed circuit assembly). The sd card and philips pollen filter were missing from the device. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a foam integrity test tool and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.